Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed

Event description:
It was reported that the patient wit this cardiac resynchronization therapy defibrillator (crt-d) was seen at the emergency room (ER) experienced lightheadedness. Also, device exhibited high pacing threshold measurements. This device was explanted and replaced. No additional adverse patient effects were reported.